Event description:
On (B)(6), 2024 a pulmonary vein isolation (pvi) procedure was performed to treat atrial fibrillation. During ablation of the right inferior pulmonary vein (ripv), stimulation of the phrenic nerve became unresponsive for one beat, so ablation was stopped. However, the phrenic nerve capture was only lost for one beat, so ablation resumed and the procedure was completed wihout incident. On (B)(6), 2024 the distributor was told by the treating physician that a phrenic nerve injury had occurred in this patient, and had not recovered as of (B)(6) 2024.

Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury is a known potential adverse event for catheter ablation procedures disclosed in product labeling.